Manufacturer narrative:
(B)(4). Date sent: 9/24/2015. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the instrument had the tissue pad broken. The tissue pad detached from the clamp arm and fell off. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. No device is being returned (because they have been thrown away).